Event description:
This lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2013 due to having been damaged during change out. The physician was dr. (B)(6) at (B)(6) center in(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).